Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura device would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the battery of the host pc motherboard. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that the system failed to start up. Upon further inspection, the fse found the bios battery voltage is low. Fse replaced the bios battery. After replacing the bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.